Manufacturer narrative:
The subject device was received and evaluated. Device evaluation found the cable was twisted, the displayed showed image is flickering. In addition, damage on the coupler unit caused the scope not to rotate smoothly was observed. Evaluation findings noted the customer reported issue of loose contact could be confirmed. Investigation is ongoing. This report will be supplemented accordingly following investigation.

Event description:
Customer sent a repair request reported with an issue of loose contact. The issue found during an unknown event. There was no patient harm, no user injury reported due to the event. Device evaluation found flickering image, disappears temporarily due to break in cable. This report is being submitted for flicking image, temporary lost of image due to break in cable found on device evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Approximately almost 3 years have passed since the device was manufactured. Based on the results of the legal manufacturer's investigation, the reported phenomenon was likely caused by the twisted cable unit but the cause of the deform could not be identified. A definitive root cause cannot be identified. Olympus will continue to monitor the field performance of this device.